Event description:
It was reported that during a follow up visit, the left ventricular lead exhibited loss of capture. The patient later presented for a lead revision and the physician noted that the lead had dislodged. The lead was successfully explanted and replaced. The patient was doing well after the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).